Event description:
It was reported that the customer had high blood glucose levels of 368 mg/dl. The customer treated with a manual insulin injection. The customer reported an off no power alert from the insulin pump. Troubleshooting was done. The customer further reported that there was a low battery alert prior to the off no power alert on the insulin pump. The customer installed a new alkaline battery but insulin pump alarmed failed battery test. Troubleshooting was not completed as the customer was not at home at the time. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.